Manufacturer narrative:
The suspect lots were reported as sr17l07052 and sr17k08045. (B)(6). The device was received for evaluation. During visual examination, ¿tubing short insertion¿ was observed at the tubing to chamber joint. The tubing could easily be pulled out of the port. It is unknown whether the short tubing insertion was observed before the separation first happened. Trace of solvent can be seen at tubing end. The reported condition was verified. The cause of the condition was determined to be due to the machine during manufacturing. A batch review was conducted for both suspect lots and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system solution set tube appeared ¿disassembled¿ at the rigid plastic part (no further details reported). The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.